Manufacturer narrative:
Model number/catalog number: sc-2408-56, serial number: (B)(4), batch/lot number: 21086448, model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was having an allergic reaction to the vicryl suture used during the procedure that caused irritation. It was also reported that the irritation was located around the insertion of the leads and the ipg site. The patient underwent an explant.